Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 190 ml of solution. The reported condition of a ruptured reservoir was not confirmed. Visual examination of the unit showed no evidence of rupture on the bladder. The bladder was found to be completely intact without evidence of defect. However, leakage was noted at the connection of the blue winged luer cap because the cap was not securely tightened. After the cap was securely tightened, the leak completely stopped. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an intermate that had a reservoir rupture in a footed position after filling and before patient use. This condition occurred at the patient's home and has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.